Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter and test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6), alleging her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2014. The patient reported blood glucose results of ¿2.9 mmol/l, 5.6 mmol/l and 5.1 mmol/l¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual dose of medications; however, right after, the patient reportedly took food and/ or drank a beverage in response to the alleged results. The patient denied developing symptoms due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.